Event description:
During a banding procedure in the pt's colon, the physician used a wilson-cook six shooter saeed multi-band ligator. The bands would not deploy. The device was removed and another six shooter saeed multi-band ligator was used to complete the procedure. No injury to the pt was reported.